Event description:
It was reported that on (B)(6) 2023, the patient, with a history of st elevation myocardial infarction at the inferior wall of a coronary artery and coronary artery disease, had 1 xience skypoint (2.25x12mm) stent implanted. On (B)(6) 2023, the patient was re-hospitalized with chronic ischemic heart disease, st elevation myocardial infarction and thrombosed stent. Percutaneous transluminal coronary angioplasty was performed and the patient was discharged to home on (B)(6) 2023. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of thrombosis and myocardial infarction are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.